Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded all of the patient ECG records from the device and could not find an event for the date. All of the patient records were reviewed and there were no patient records indicating a failed shock delivery. Physio-control will complete other unrelated repairs to the device. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, they attempted to deliver defibrillation energy to the patient three times. The device delivered energy the first and third time; however the customer stated that the second shock did not register. The customer believes the patient survived the event. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that during a patient event, they attempted to deliver defibrillation energy to the patient three times. The device delivered energy the first and third time; however the customer stated that the second shock did not register. The customer believes the patient survived the event. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.